Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high for the glucose meter to read. Spoke with the nurse, and she stated that, according to the chart, the customer had removed the insulin pump prior to the event, and that is why his blood glucose levels began to rise. The insulin pump was not present for troubleshooting to be conducted at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.